Manufacturer narrative:
Manufacturer's investigation conclusion: the reported controller fault alarm could not be confirmed through this analysis. The heartmate 3 system controller (serial number (B)(6)) and backup battery were returned and appeared unremarkable. The returned controller and backup battery underwent functional testing and were found to function as intended. The expected controller alarms caused during testing were silenced without issue and resolved as expected when the condition that caused the alarm was resolved. The reported controller fault alarms were unable to be reproduced during testing. The controller log files were submitted for review. Events spanned approximately 24 hours and did not capture any controller fault alarms. The log file captured intermittent pulsatility index (pi) events throughout the log file which may have overwritten the reported alarms. The controller periodic log file did not capture any notable events, and the controller appeared to support the system as intended. A root cause for the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve all alarms on the system controller. Section 8 of IFU, entitled ¿equipment storage and care¿, addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the "controller fault" was unable to be silenced. They confirmed the pump running symbol was lit. The issue resolved with the controller exchange. The patient remained stable throughout.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient performed a system controller exchange over the phone due to a controller fault alarm on the system controller. The patient presented to the clinic for a new backup controller. Log files were submitted for review and captured routine events until 1321 on (B)(6) 2025 when the log showed the controller reset with ventricular assist device (vad) numbers at zeros. No controller fault events were seen in the log only periods of pulsatility index (pi) events up until the controller reset. Nothing was reset in the clinic.